Event description:
The reporter indicated that a 12.6 mm vticm5_12.6 implantable collamer lens of -9.5/2.5/091 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of ica. Claim# (B)(4).